Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found. (B)(4): no anomalies found, proximal conductor distorted, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed. (B)(4): no anomalies found, defib conductor distorted, inner tubing kinked/buckled, outer insulation cosmetic cut, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, apparent explant damage. Full lead returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found.

Event description:
An implantable ICD system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately four months after device system implant. The cause of death has been requested and not received.

Event description:
An implantable ICD system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately (B)(6) after device system implant. The cause of death has been requested and not received.